Event description:
It was reported that a foreign matter was present in the device. An amplatz super stiff guidewire was selected for use. During the procedure, a lot of resistance was encountered while advancing an opticross 35 imaging catheter and realized the wire was buckled somewhere near the heart. The catheter was pulled back-out of the sheath and noticed that there was a piece of gauze attached to the wire. At this point, imaging was no longer working. A non-bsc imaging catheter was then used and completed the procedure successfully. No patient complications were reported.